Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no pacing in the ventricular channel. During the replacement procedure, it was noted that the ventricular connector port was "not working".